Manufacturer narrative:
The returned lens was received by the manufacturer and sent to an independent analytical laboratory for analysis. Results show a cloudy (rather than opaque) coating on the lens, but it could not be scraped off for analysis. An attempt was made to obtain an ftir spectrum directly on the lens, but the results showed only silicone (i.e. The lens material). The edx spectrum of the cloudy coating on the lens revealed primarily carbon (c), calcium (ca) and phosphorus (p) with a small amount of silicon (si) and oxygen (o), presumably from the iol. Traces of sulfur (s), sodium (na) and magnesium (mg) were also seen. The serial number of the lens is unknown precluding a manufacturing record review. Requests for additional information was requested from the surgeon. While the results of this analysis are inconclusive we do not suspect it is related to the manufacturing process. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received from the surgeon stated the patient's vision prior to surgery was 20/60. Following replacement of the lens it is 20/30 and she is doing well. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
Report received that the surgeon removed a lens that was previously implanted by an unidentified surgeon. Reason stated was his observation of an opaque coating on the back of the lens. Serial number of the lens and date of implant are unknown.